Manufacturer narrative:
The user facility did not retain the device or detached component for return and evaluation. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported nearly losing the transparent anchor from an iris hook in the patient's eye. The anchor was located and there was no adverse effect, but there was a potential that it could have remained. Some additional time required to locate it. No medical intervention was needed.

Manufacturer narrative:
A 20g mvr blade was used for the incision without a trocar. The instructions for use state a 25ga needled or knife of equivalent size is best for making incisional tract at the limbus. The device history record was reviewed and no anomalies were found. The exact cause of the reported event was determined to be unrelated to the specifications of the device. It was conclusively determined to be associated with another device used by the surgeon during the surgery. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.